Manufacturer narrative:
.

Event description:
It was reported the patient was admitted to the hospital with an increase in seizures and respiratory depression. It was noted the patient was put on a ventilator. Attempts for additional relevant information have been unsuccessful to date.

Event description:
A battery life calculation was performed which showed the generator had approximately 2.1 years remaining until near end of service (neos) = yes, indicating the generator was still providing therapy at the time the patient was admitted to the hospital. The hospital staff who worked with the patient was contacted, but they were unable to remember any details regarding the patient and they were unable to provide any information. Additionally, the current following physician is unknown.